Event description:
It was reported by a customer that on (B)(6) 2011 the fiber forward fired and was damaged at the tip at 15,138 joules. Per the customer, the beam misfired. No pt injury was reported.